Event description:
Complainant alleged that during monitoring of a patient, the device displayed a bright green dot upon power up. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.